Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz3 right; cat # 5512-f-302; lot # gts3o, triath fem distal aug 5mm - size 3 right; cat # 5540-a-302; lot # db73v, triath fem distal aug 5mm - size 3 right; cat # 5540-a-302; lot # gtg3l, triathlon stem extender 25mm; cat # 5571-s-025; lot # ep5dk9, tri press-fit stem 15mm x 100mm; cat # 5565-s-015; lot # 0115125k, triathlonasymconeaugsz b rm/ll; cat # 5549-a-222; lot # tm3m1, tri ts baseplate size 3; cat # 5521-b-300; lot # ovd4ha, triathlon stem extender 25mm; cat # 5571-s-025; lot # j16m38, tri press-fit stem 15mm x 100mm; cat # 5565-s-015; lot # 0124090d. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10 -6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "rev rtka for infection- static spacer going in." Rep confirmed that no further information will be released by the hospital or surgeon.